Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of leakage. Patient did not feel stim while therapy was on. There was no emi or medical procedure related to the issue. During the call, patient was instructed to increase stim and reported feeling stim in the correct area. It took patient several attempts to connect and increase setting. Patient would continue to track response and adjust accordingly. Patient had an appointment to see healthcare provider next monday. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the sudden change in therapy was that they took a hard fall which jarred the device. The patient indicated that the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they fell in the night and the device shifted. Consumer said they had the channel changed and now 'they are fine.' No further complications reported.